Manufacturer narrative:
Investigation in progress.

Event description:
Complaint description: updated 8/27/2019: it was reported that a patient underwent an initial right hip procedure on (B)(6) 2005. Subsequently, the patient was revised due to instability on (B)(6) 2016. Patient had a second revision on (B)(6) 2019 due to pain, dislocation, difficulty ambulating and noise. It was reported that a patient underwent an initial right hip procedure on (B)(6) 2005. Subsequently, the patient was revised due to instability on (B)(6) 2016. Patient had a second revision on (B)(6) 2019 no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.